Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no x-ray. Upon functional testing, the fse checked the power supply. After the replacement of the internal ups and power supply, after the system has been returned to use in good working order. These codes were updated based on the investigation outcome.

Event description:
It has been reported that there was no x-ray. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.